Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the armada 035 balloon dilatation catheter (bdc) was being used for post-stent dilatation, however, the balloon ruptured circumferentially at 14 atmosphere during the first inflation. The balloon separated and remained in the distal superficial femoral/popliteal artery. After unsuccessful attempts to remove the balloon fragment by using a 7 fr non-abbott sheath, 0.014 guide wire and a snare device, the patient was transferred to the operating room (or) for surgical intervention and successful removal of the balloon fragment. The fragment had been moved downward to the tibial artery and folded onto itself. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.